Event description:
It was reported that the customer was hospitalized for high blood glucose of 214mg/dl. The mother stated that the customer was throwing up, and she did not feel well. The mother also stated that the customer had ketones and was dehydrated. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.